Event description:
Procedure type: lap chole. According to the reporter: the pt came back to hosp two days post operation with abdominal pain. A scan showed where the leak came from. The surgeon said he assumes the clips came off. He said the cystic duct was normal to small in size and that the applier worked fine at time of application. He knew there was a bile leak but has not seen imaging yet that confirmed his suspicion about the clips. An mrcp was going to be performed. At this time there has not been a re-operation.

Manufacturer narrative:
(B)(4).